Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. During troubleshooting, the patient was unable to provide information on what the homechoice was alarming prior to the reported alarm. The technical services representative explained that the system error 2367 alarm ended therapy and advised to start over with new supplies. The home patient would complete the final two cycles of therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.